Event description:
A patient reported that the meter would not turn on. Patient stated that the meter stopped working for 2 days and was unable to get a reading. At the time of the call, patient was feeling shaky, confused, fatigued and dizzy. The meter issue was not resolved with troubleshooting. Medical affairs specialist was unable to reach the patient to obtain more information. Unknown if there was any medical intervention or treatment given. No further information has been reported.